Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, and the reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to blood and tissue in the helix region and procedural damage to the inner coil.

Event description:
It was reported that the patient presented in clinic for initial right atrial (ra) lead implant. During procedure, the ra lead exhibited poor capture threshold and was unable to be repositioned due to the helix failing to extend. The ra lead was not implanted, and another was implanted on (B)(6) 2025. The patient was stable throughout.